Manufacturer narrative:
The part is not expected to be returned. Troubleshooting results computer software performance tests conducted. No failure detected and product within spec.

Event description:
A registered nurse reported that the treon system briefly tracked but then stopped and they were unable to successfully navigate. The use of the system was discontinued while the surgery continued and no impact on pt outcome was reported.